Manufacturer narrative:
Additional narrative: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is attorney. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision procedure on (B)(6) 2016, as a result of left distal femur fracture nonunion. During the procedure it was noted that a 2.4 screw was loose, and it had to be removed. On (B)(6) 2017, it was necessary for the patient to undergo yet another surgical procedure at (B)(6) hospital due to left distal femur nonunion with failure of hardware. During the procedure, it was noted that the heads of two of the screws were broken off the screws themselves. They had to be located and removed. A 2.0 plate was separately located elsewhere around the femur, and it was also removed. Deformity occurred in the leg likely due to irrigation that was happening as a result of "micromotion". Due to the failure of the limited contact dynamic compression plate (lc-dcp) system, it was necessary for the surgeon to introduce new 4.5 screws in an effort to achieve stability in the femur. It was later discovered that postoperatively the patient experienced pain, deformity and instability and which was caused again by nonunion and hardware failure. As a result, the patient had to undergo, yet again, a third procedure in (B)(6) 2019. This report captures the first revision due to breakage of the 2 screws and migration 2.0 plate while related complaint (B)(4) captures the second revision of a nonunion due to hardware failure and (B)(4). Captures the initial surgery of the patient who suffered nonunion and a 2.4 screw was loose. This report is for one (1) unknown screw. This is report 3 of 3 for complaint (B)(4).